Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to low blood glucose after she had passed out in a shopping center. The blood glucose reading was 32 mg/dl. The customer was wearing the insulin pump at the time of the event and she was treated with juice and a peanut butter sandwich. The customer declined to troubleshoot for low blood glucose. The insulin pump was not replaced or returned for analysis.